Event description:
At about 6 months from the primary, the patient came in presenting pain due to a dislocation of the liner and glenosphere and the cause is unknown. There were no indications of trauma. The surgeon revised the reverse metaphysis, reverse liner, and glenosphere, replacing each with components of the same size. No loose components were observed. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07 may 2026 reverse shoulder system 04.01.0119 humeral reverse hc liner d 36/+0 mm (k170452) lot 2513550: (B)(4) items manufactured and released on 16-jul-2025. Expiration date: 01-jul-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0169 glenosphere - d 36x24.5 (k170452) lot 2513439: (B)(4) items manufactured and released on 07-aug-2025. Expiration date: 24-jul-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: dislocation is possible literature described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event and the investigation does not indicate any potential manufacturing related issue or systemic deficiency.